Manufacturer narrative:
(B)(4). Device evaluation indicated that the device was capable of being charged fully under a proper charging method, the ipg orientation was the source of the charging issue. The device passed all the required tests, and revealed the normal device characteristics.

Event description:
A report was received that the patient's battery was not charging and was non-functional. It was confirmed that the ipg had migrated and was very mobile in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. Device malfunction was suspected.